Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filled to include device information.

Event description:
It was reported that this patient had arrived at the clinic but interrogation was not successful. Troubleshooting was performed but the device was still unable to be interrogated. This is considered device malfunction. No adverse events were reported at this time.